Event description:
A "monarc subfascial hammock" was implanted to treat stress urinary incontinence. It was reported that due to the mesh, the pt has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." Also, it was reported that the pt underwent, "extensive medical treatment, including but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.